Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. No device or photos were received; therefore the condition of the device is unknown. Medical records confirmed trunnion corrosion during the 2011 revision. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check and complaint history search were not performed. Operative notes on the primary surgery confirmed right total hip replacement due to degenerative joint disease. There were some erosion of the superior acetabulum from subluxation and the head also had a large medial osteophyte which was noted. A definitive root cause could not be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in medical records received that patient underwent a right hip revision procedure approximately 16 years post-implantation due to dislocation. During the procedure, trunnion corrosion was noted.

Manufacturer narrative:
(B)(4). The revision procedure occurred on an unknown date in (B)(6) 2011. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-05028, 0001822565-2017-05029.

Event description:
It was reported in medical records received that patient underwent a right hip revision procedure approximately 16 years post-implantation due to unknown reasons. During the procedure, trunnion corrosion was noted. No additional patient consequences were reported.